Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2318700 model: sc-2318-70 serial: (B)(6). Batch: 5001923 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2318700 model: sc-2318-70 serial: (B)(6). Batch: 5001945 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted devices were not returned per facility policy.